Event description:
It was reported that the programmer had "random shutdowns" with error messages. The programmer was returned for service. There was no patient involvement. The programmer rf (radio-frequency) head was returned with the programmer. It was analyzed and tested out of specification at the manufacturer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The programmer was powered on for an extended period of time and functioned as required. The programmer did fail a functional test, due to the microphone, but this does not relate to the reported event. System error messages were noted in the programmer logs. (B)(4) analysis found the programmer rf (radio-frequency) head failed functional testing. The cable was found to be cut. The label was also missing and the magnet damaged.